Event description:
Reportedly, pt expired approx. After an implant duration of 0.8 months (in 2007, after an implant about 1 month prior), due to unk reasons. Unk if pt death is device related. Pt also had a 4900 28mm ring implanted in the tricuspid position and a 2900 19mm valve implanted in the aortic position. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.